Event description:
A 2.0 mm x 12 mm sprinter rx dilatation balloon catheter was inserted to pre-dilate an unk lesion. Vessel morphology was not reported. It was reported that the balloon was advanced to the intended lesion site and upon the first inflation, the balloon would not inflate. The balloon was successfully removed from the pt. The pt condition is reported to be good.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The distal shaft was kinked 13.5 cm proximal to the balloon weld. The balloon had been inflated. The distal tip was flared. Negative purge confirmed the presence of a leak. A tear was located over the distal end of the distal marker band on the outside of the balloon fold. Communications from the field confirmed that negative prep and a visual inspection were completed prior to use of the device with no issues noted. Resistance was encountered advancing the device to the lesion site. The leak was detected when inflation was first attempted and the balloon failed to hold pressure. Please note that this device (lot number 0000582669) is distributed outside the united states.